Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient underwent a right hip revision due to a dislodged cup. All hip components were removed and replaced. Attempts have been made and no further information as available.

Event description:
It was reported a patient underwent a revision for unknown reasons. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01379, 0001822565-2023-01380, 0001822565-2023-01382. D10: unknown cup; unknown liner; unknown stem. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
Upon reassessment of the reported event, it was determined that this item is a competitor product, and not one under our design control. Therefore, this report should be voided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that this item is a competitor product, and not one under our design control. Therefore, this report should be voided.